Event description:
During the infusion of a fentanyl drip programmed at 50cc/hour, after 1 hour and 45 minutes, the 250cc bag was almost empty. Upon inspection of the infusion pump, the tubing membrane bracket was found to be broken.